Event description:
The patient underwent hand assisted lar surgery due to diverticulitis. The patient was released on 4 days post operation (with chronic diarrhea). Two weeks post operation, the patient returned to the hospital with pain and was released with pain medications, two weeks later the patient returned again to the hospital with pain. Cat was performed and abscess was discovered and was drained on the same day. The ring was expelled with excessive pain.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the production history files were reviewed, indicating that the device was release according to the product specifications. Leaks (including abscesses) are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices. Based on the accumulating clinical experience with the device, very few patients notice ring expulsion. Discomfort or tolerable pain while passing the ring is yet an anticipated occurrence.